Manufacturer narrative:
(Common device name): intervertebral fusion device with integrated fixation, cervical. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical spinal fusion due to c4, 5 degenerative spondylolisthesis. Intra-op, at the time of impact, the anterior part of the cage broke. The product was replaced with other implant. The device came in contact with the patient. No fragment of the device remained inside the patient. No patient complications were reported as a result of the event.